Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this device was performed. Analysis showed that the device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device operated normally and no problem was detected. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this pacemaker was explanted due to sick sinus syndrome. Moreover, it was indicated in the medical records that the device was electively replaced due to dissatisfaction with the product. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this pacemaker was explanted due to sick sinus syndrome. Moreover, it was indicated in the medical records that the device was electively replaced due to dissatisfaction with the product. No additional adverse patient effects were reported.